Manufacturer narrative:
Not applicable.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a broken skin irritation under the patch. Patient described the area as red and itchy . There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a lotion for the skin irritation. Patient reported that the irritation is getting better.